Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. It should be noted that the mitraclip nt clip delivery system instructions for use, warning states: "do not use device if damage is detected. Use of damaged product may result in air embolism, vascular and/or cardiac injury.¿ a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and without the device to analyze, a definitive cause for the reported sgc leak could not be determined. However, the reported improper or incorrect procedure appears to be due to the user error associated with the usage of sgc after the detection of leak/damage. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed for sgc leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. A steerable guide catheter (sgc) was advanced, and when a mitraclip was introduced through the hemostatic valve, there was a loss of fluid column and air entered the sgc. Troubleshooting attempts were done and the clip was pulled out, air was aspirated, and the clip was re-introduced into the sgc when air entered again. The clip was removed and troubleshooting was attempted again, however the air continued to enter the sgc. The sgc was removed, and replaced with a new device. Two clips were successfully implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.